Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous arteriovenous fistula shunt. Vascular access was obtained through the femoral artery. There was no resistance noted during the advancement and withdrawal of the device. The sterling balloon dilatation catheter was inflated three times. The first and second inflations were to 12 atms. The duration of the inflations are unknown. Upon the third inflation to 12 atms for 10 seconds, a rupture occurred. The device was removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'. This product is only ous approved but it is similar to an approved us device.